Event description:
On 05/20/2009, the pt reported that "a long time ago", his insulin infusion set tubing became disconnected from the luer lock. He stated this only happened 1 time and he corrected the issue by reattaching the tubing and priming. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.